Event description:
Ous MDR - after an implantation period of about 62 months it was reported that the ICD could not be interrogate during a follow-up with the cardiologist. During the follow-up at the hospital the device was still unable to be interrogated. The device was replaced and returned to biotronik for analysis. No deterioration of the patient's health was reported.

Manufacturer narrative:
The ICD underwent electrical testing. In agreement with the clinical observation, it was detected that the device could no longer be interrogated. The ICD was then opened. The visual inspection of the internal structure did not reveal any irregularities. The battery voltage was measured. A discharged battery was noted. The electronic module was then connected to an external voltage source and underwent an electrical function check. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The analysis of the current uptake of the electronic module, in particular, proved to be unremarkable. The battery was returned to the manufacturer for destructive analysis. The battery was opened and visually inspected. During the visual inspection, a defective separator was found between a neighboring electrode pair. This damage enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, the analysis of the ICD established early battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be ok.